Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-nov-2027, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 10-nov-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had high impedance was identified on several contacts, with measured values of 35,360 for contact 2 and 40 ,000 for contacts 4, 9, 11, and 12. Lead replacement was planned, but no surgery date was available at the time of the report. No troubleshooting was performed. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.